Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had some priming issues with the insulin pump rewinding to slow. Customer was advised by her doctor to get the device replaced. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.